Event description:
Additional information was received indicating that the issue occurred during "in house" testing on the fluke ida 5 and there was no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was unable to be duplicated. During power up and inspection of the pump, the device was not found alarming with a blank, white screen. The device able to perform all functional test and passed. Further investigation determined that the device was functioning properly. Therefore, no problem found with the lcd display. However, it was recommend that the software be installed as a preventive measure.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm with a blank screen white screen. There were no adverse events reported.